Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On an unknown date in the same month as the onset, the patient began treatment with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis. Hospitalization was ongoing. On an unknown date in the same month as the onset; dianeal therapies were stopped, the peritoneal dialysis catheter was removed, and the patient began hemodialysis therapy. The patient was recovering from the peritonitis. It was unknown if the patient was retrained on the proper aseptic technique. No additional information is available.